Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment as per p-eura document, (B)(4), severity is limited (s2) occurrence = (sum of complaints / batch quantity) x 1,000,000, = (B)(4) x 1,000,000, = (B)(4) ipm which is occasional (o3). The risk is acceptable per (B)(4). Root cause description: based on the quality team's investigation, the root cause of this incident cannot be determined. Rationale: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned.

Event description:
It was reported that the point of contact between 4 different neoflon pro 24ga 0.7mm od 19mm l india catheters and their hubs kinked during use. The following information was provided by the initial reporter: "customer had used neoflon pro 24g IV. Cannula on a patient and found difficulty in cannulating. The customer also complained after fixing the IV cannula there is difficulty in delivering the medication as the point of contact between the hub and catheter kinked. 4 times the same event occurred and they had to replace the cannula."